Event description:
The inventory coordinator reported that during a pars plana vitrectomy procedure, left eye, 'it' got stuck in the needle and they couldn't get it out. No patient harm reported. No add'l info expected.

Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).